Manufacturer narrative:
(B)(4) for the evaluation findings of stent partially deployed. (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was partially deployed by approximately 2 mm. The inner lumen was kinked proximal to the tip. It was noted that the distal handle was detached from the outer sheath. A severe bend was also noted in the stainless steel handle. The outer sheath was stretched for a distance of 130 mm from its proximal end. During a functional analysis, an attempt was made to retract the outer sheath and deploy the stent; however, a restriction was met and the stent could only be deployed another 13 mm. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be deployed within the duodenum of a patient on (B)(6) 2013 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a malignant obstruction within the duodenum. The patient¿s anatomy was reported to not be tortuous and it had not been dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, the stent was advanced into the target lesion; however, it would not deploy. The device was removed from the patient and the procedure was completed with another of the same device. There were no reported complications as a result of this event. Based on the evaluation findings, which indicates that the stent was returned partially deployed and that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.